Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was unable to be interrogated. At last follow up in (B)(6) 2013 the device battery was within normal limits. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of inability to interrogate was confirmed in the laboratory and was due to low battery voltage. With an external power supply attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the low battery voltage could not be determined.